Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of 43 days due to pvl. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records, the patient presented with chf and underwent redo avr, repair of ventricular disruption (preexisting severe dense adherence of rv to sternum). Initially attempted to repair 2 small-moderate pvl. 1 between rcc and lcc, and 1 between rc commissure and ncc with mattress pledgeted sutures but was unsuccessful and explanted the valve. Performed annular enlargement/modified yang with 18mm hemashield patch and 17 mattress pledgeted sutures to implant a 25mm 11500a valve. Patient developed post cardiotomy rv dysfunction and required transition to va ECMO. There was strange flow related phenomenon that appeared to be possibly av insufficiency which was a lot less when flow was turned down on ECMO; surgeon felt the aortic valve was secure and left it in place. The chest was packed and left open and the patient transferred to cv-ICU in critical condition. On pod #2, the patient returned to the or for persistent pvl and redo avr with new 25mm inspiris valve. Pathology report: gross exam only of aortic valve, valvular ring is intact. The three valve cusps had no calcifications or vegetations. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.